Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus service operation repair center (sorc). During the incoming inspection by sorc, the reported phenomenon could not be duplicated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. There was no service record for the device. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the inspection, there is the possibility that the reported phenomenon was attributed to temporary malfunction due to adhering foreign objects or water drops to the electrical contact of the video connector.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the scope communication error b31 and the error e218 which indicted the endoscope was damaged occurred. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon could not be duplicated. There was no report of patient injury associated with the event.